Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, they have experienced a consistent problem with the cutting capability of the snares. This cutting problem was due to the resistance felt when actuating. The snare was securely attached to the active cord and no visible problem was noted with the cautery pin. They used an endostat generator. The procedure was completed with the same sensation snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).